Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ red encapsulation was observed on the shell. ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. The device has been expelantd and replaced.